Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, the tip of a mitek vapr s90 electrode was fully intact before case. Approx 5 minutes into surgery, it was observed by the surgeon that the tip on the bottom left side of the ceramic part was no longer intact. They do not know if the missing fragment remains in the body or not. However, the surgeon stopped using the complaint device and replaced with same like product to complete the repair successfully without further issue or harm to the patient.

Manufacturer narrative:
The reported issues with the distal tip of s90 and lps electrodes has been the focus of a long and intensive investigation, which has been conducted in collaboration between mitek and the manufacturer. The bulk of the returned s90 devices with reported distal tip failure modes: sparking and arching, missing mass, breaking off, etc., have been received at mitek, visually evaluated to substantiate the failure mode, and then were forwarded to the manufacturer to support their ongoing investigation towards determining what the root cause or underlying reason for these issues could be. To date, the analysis of complaint devices for this failure mode has not been able to determine a specific root cause for each of the device failures, and has also not been able to identify a generic root cause to explain the failures as a whole. Product problem investigations and corrective action activity have not yielded any failure reasons that are outside of the historical hypothesis that technique is the most likely driving factor:tip burial activation: this can cause carbon tracking between active and return creating an "output short" error code on the generator; this is considered to be a user issue and external failure. Activation outside of the saline field: this can cause thermal damage to the tip, in turn reducing the distance between the active and return paths; also, the failure mode and frequency rate for this device are well within the fmea risk analysis. Beyond our hypothesis and consideration, we cannot discern any other root cause for these issues. Outside of continued analysis activity and trending, no further action is warranted at this time, however, if and when a definitive root cause can be determined, it will be noted in any future relative evaluation summaries.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.